Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left iliac artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced to the lesion. The balloon was inflated at 10 atmospheres for 30 seconds, however it ruptured on the first inflation. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.